Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. One box dimension measured was found to be outside the specified tolerance. It cannot be determined if this defect was caused by the manufacturing process in the swinford plant or if the complaint sample was stretched as a result of being connected to the transfer set. It is unlikely this dimension would contribute to the reported problem. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient¿s enterprise tsunagu set cap separated from the transfer set. This issue occurred during use of the device while the patient was sleeping. There was patient involvement but no patient injury and no medical intervention. No additional information is available.